Event description:
The customer reported that both monitors displayed a 'no signal input' error message and the system would not complete boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. As a precautionary measure, the service representative reseated all of the workstation circuit boards.